Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Analysis of the lead was completed on 01/27/2015. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on 02/09/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received stating that the vns patient had recently experienced a seizure and was admitted to the ICU. The physician was considering re-implanting the patient, but the patient has not been re-implanted to date.

Event description:
It was reported that the patient developed an infection at the generator site and that the surgeon was thinking about removing the generator, treating the area and reimplanting a new generator the same day. It was reported that the patient may have picked at the site. The patient was scheduled for surgery. The patient underwent generator and lead explant on (B)(6) 2015 due to the infection. Reimplant is planned for a later date. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.